Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft, vela suprarenal , and two (2) limb stent grafts on (B)(6) 2015. The secondary case for this patient was completed on (B)(6) 2016 for an unknown reason and the patient was implanted with an ovation extender.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; a secondary procedure. Additional findings include : at implant: intra-operative el1a that was successfully treated with a bare metal stent at 28 months: sac growth, el1a; stent cage dilation main body stent. At 32 months: persistent proximal leak. The most likely cause of the loss of seal was the hostile, but on label aortic neck. The most likely cause of the compromised stent graft dilation of the main body was could not be determined. The most likely cause of the persistent loss of seal post the secondary endovascular intervention could not definitively be determined. Procedure-related harms included a persistent type ii endoleak (lumbars and ima). The patient was suffering from terminal cancer, and was experiencing a mental decline at the last endovascular intervention. There has been no further reports of other endovascular interventions. To date there have been no reports of further negative patient sequelae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. These types of events will be monitored and trended as part of the quality system. (B)(4).